Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2, the air pressure did not increase, the endoscopic field of view was poor. Erah could not be continued, so the procedure was abandoned and switched to "open vessel harvesting". There was no patient harm. There were no major delays in the procedure.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,e1 initial reporter name, e3 occupation, g3,g6,h2,h6,h11. Corrected section: b2-changed to required intervention. The lot # 3000388588 history record review was completed. There was 1 ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.